Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebr1401 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebr1401) have been reported from the same facility. Device not returned.

Event description:
The facility reported to the sales rep that the catheter cracked and leaked. No other information was provided but has been requested.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebr1401 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebr1401) have been reported from the same facility. Device not returned.

Event description:
The facility reported to the sales rep that the catheter cracked and leaked. No other information was provided but has been requested.